Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has occurred but the explanted device has not been returned yet.

Event description:
The user had no longer hearing sensation with the device on the right side. The parents first noticed a change in the user's hearing performance around (B)(6) 2019. There has been no report of any accident or trauma or any redness or swelling around the implant site. The user was re-implanted but the device has not been received yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer had any hearing sensation with the device on the right side. The parents first noticed a change in the user's hearing performance around (B)(6) 2019. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no longer hearing sensation with the device on the right side.